Event description:
It was reported that the implantable pulse generator (ipg) was poking out of the pocket and serosanguineous drainage was actively draining off the lateral aspect of the wound. It was noted that the wound had healed up fine. Additionally, the ipg was mobile and the pocket had a significant amount of fluid, which led to patients worsening pain. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility. Additional information was received that the pocket site was also revised as the ipg was too close to the surface of the skin.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was poking out of the pocket and serosanguineous drainage was actively draining off the lateral aspect of the wound. It was noted that the wound had healed up fine. Additionally, the ipg was mobile and the pocket had a significant amount of fluid, which led to patient's worsening pain.

Event description:
It was reported that the implantable pulse generator (ipg) was poking out of the pocket and serosanguineous drainage was actively draining off the lateral aspect of the wound. It was noted that the wound had healed up fine. Additionally, the ipg was mobile and the pocket had a significant amount of fluid, which led to patients worsening pain. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.